Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 145 post insertion. The sensor was tested in-house, the investigation analysis was inconclusive due to a significant portion of missing hydrogel over the optics. The hydrogel is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. The in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4: date of this report 10 january 2025. G3: date received by the manufacturer? 10 january 2025. D9: device available for evaluation? Yes on 27 november 2024. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 3231. H6: investigation conclusions updated to 4307.

Event description:
On october 15, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.